Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call excessive no delivery alarms on their insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer advised they changed the battery and completed the rewind process on the device, however, they still receive the no delivery alarm. Troubleshooting for the no delivery alarm during basal/bolus/fixed prime was performed. Troubleshooting for the no delivery alarm could not be completed. Customer did not have infusion set available to troubleshoot. Customer will call back to complete troubleshooting.